Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). This device is included in the medical device correction, "synchromed ii implantable drug infusion pump overinfusion", customer letter ((B)(6) 2014).

Event description:
It was reported the patient¿s pump was ¿dosing¿ the wrong amounts of medication for the past year. The reporter stated that at times the pump would give too much medication and other times no medication was being delivered. The reporter further stated the pump seemed to decline in function over the past year. It was noted that it started with one day a week the patient would feel weak and it would last overnight and into the next day, but then go away. It was further noted the patient stated it had gotten worse over the past year. The reporter stated that no testing had been done to confirm the issues with the pump. The reporter further stated they were dealing with ¿drunkenness¿ when they got too much drug and pain when they did not have enough medication. It was noted that baclofen was taken out of the patient¿s pump on (B)(6) 2014 and the pump was filled with saline. It was further noted the patient¿s healthcare professional (hcp) had told the patient that nothing was wrong with the pump. The reporter stated their hcp was telling them to get a new pump, but no testing had been done on the current pump to determine what was malfunctioning on the pump. It was noted that the pump volume was tested when saline was put in the pump. It was further noted the hcp told the patient there was not a big discrepancy in the volume when baclofen was taken out of the pump and that was the only testing they were aware of. The reporter stated the patient¿s dose of baclofen was at the highest setting/dose of 46 and it was then brought down to 36. The reporter further stated the last change was on (B)(6) 2014 when saline was put in the pump. The reporter further stated the patient¿s dose was reduced on (B)(6) 2014. It was noted the patient could not figure out why baclofen was taken out of the pump and their hcp never explained why. It was further noted the patient was having side effects from baclofen. The reporter stated that since baclofen was taken out the patient had not had any symptoms. The reporter further stated they had terrible side effects and some overdosing that ¿screwed up their health.¿ it was noted the patient would suddenly get a ¿tremendous dose¿ of baclofen and feel drunk or stoned. It was further noted the patient initially felt that symptom for 1-2 days but towards the end they would feel the ¿drunk sensation¿ constantly. The reporter stated they went to the hospital finally because they were feeling so bad, but the hospital could not help them. It was noted the patient went to a nursing home rehabilitation after baclofen was taken out and they did get some strength back, but their health was not right. It was further noted the patient¿s voice and eye sight were still not good since the pump was implanted. The reporter stated the patient was taking oral baclofen now and they did not like the oral baclofen because it screwed up their stomach which is why they had the pump implanted. The pump had contained baclofen, but now contained saline. Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their hcp or a manufacturing representative. It was noted the patient was waiting to hear back from their hcp about an appointment. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported on (B)(6) 2012 the patient had the pump implanted and filled with ¿baclofen¿. On (B)(6) 2012, the patient moved and secured a new pump manager. The patient went to the emergency room (ER) on (B)(6) 2013 and was examined by a neurologist due to spasms and pain. From this point forward he saw a different healthcare provider (hcp) for ¿pump adjustments¿ every three weeks. It was noted on (B)(6) 2014, the patient went back to the ER for spasms and on (B)(6) 2014 went into rehab. Additionally, on (B)(6) 2014, the hcp ordered a test to check the pump. On (B)(6) 2014, an indium study was performed due to spasticity, which showed activity within the reservoir; however, there was no evidence of activity within the thecal sac or in the cerebral convexities. The impression was a malfunctioning baclofen pump. On (B)(6) 2014, the patient was told the pump was malfunctioning and the pump was removed on (B)(6) 2014. The patient was currently taking oral baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis found no evidence of anomalies with the pump. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code no longer applies.